Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of inserting the glenosphere turned 5-6 degrees relative to the glenoid plate, which prohibited the glenosphere from fully seating and the locking screw threads from fully engaging the plate, and led to the fatigue failure of the screw and glenosphere disassociation.

Event description:
Revision due to broken screw below the surface of the baseplate.